Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: pi 3573508 art.no. Sn: 0475100000i, (B)(6) customers comment: it was not possible to move the shaver blade forwards or backwards. All measures, such as switching the device on and off, changing the blade and changing the shaver handpiece, did not bring any improvement. After restart, 3 different error messages were displayed. S42, s43, s1. In the end the device didn't turn on again. Surgery was aborted faults found: the error was duplicated. Blades are not recognized. Several test trials performed. The front board is defect. Repair possible front board was replaced. Qip-passed item shipped back to costumer. Probable root cause: hardware failure software error due to hardware failure, reprocessed or expired blade crippled after software update (r.1.1.1), damaged receptacle board, damaged power board, front board failure, motor control board, loose flex cable, damage to console during shipping/ handling, defective footswitch input, incorrect user input, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, insufficient cybersecurity (cf). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that it was not possible to move the shaver blade forwards or backwards. Switching the device on and off, changing the blade and changing the shaver handpiece, did not bring any improvement. After restart, 3 different error messages were displayed. The device didn't turn on again. Surgery was cancelled. A new surgery will not be scheduled initially.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that it was not possible to move the shaver blade forwards or backwards. Switching the device on and off, changing the blade and changing the shaver handpiece, did not bring any improvement. After restart, 3 different error messages were displayed. The device didn't turn on again. Surgery was cancelled. A new surgery will not be scheduled initially.